Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. No further information can be obtained as this was reported in confidence by the patient. At this time, the full name/brand of the sling mesh mentioned/implanted is unknown and therefore cannot be captured as a j&j product. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a rectal promotofixation procedure on (B)(6) 2011 and mesh was implanted. The current condition of the patient includes pain in the groin, left leg, paraesthesia left foot, ventral left side with stabbing, electric shocks, low back pain rising up into the spine, very complicated sitting position, use of a special cushion to sit, can no longer walk long because big pains are triggered bladder level, sleep it is very complicated because patient can no longer sleep on the sides because of the pain and the patient has to take a pill to sleep. The patient further reported operated several times for bladder cancer since 2018. Benefited from 8 courses of ametycin in (B)(6) and (B)(6) 2020. In 2011, placement of rectal promontofixation due to a large elytrocele with rectal compression. Operated on 3 times for calculi in the bladder due to unknown sling in the urethra. No further information can be obtained as this was reported in confidence by the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.